Manufacturer narrative:
Manufacturer received the base back on (B)(4)-2010 and inspected it at this time. It was found to have a weld on the base that did not penetrate the metals on both sides as well as it should have. Our findings conclude that after nine years of use, this weakened it such that it gave way. Included in this report is the lift and sling inspections done at this facility. Also included in this report is manufacturer's letter of inspection of the base from this lift.

Event description:
During a pt transfer, the nurses heard a noise and a weld cracked on the base of the lift. The lift arm fell towards the floor with the resident in the sling. The resident was not hurt in this incident.